Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was displayed as high; cause was due to occlusion alarms. Customer changed infusion sets and delivered a correction bolus via pump to address bg level. Reportedly, customer continued to use the pump for insulin therapy.